Event description:
Related manufacturer report number: 2017865-2023-52342 new information notes that the patient had scheduled explant procedure of right ventricle (rv) lead and pacemaker. The right ventricle (rv) lead exhibited high capture threshold measurement, low impedance measurements and noise. An x-ray was performed and no anomaly was found. The rv lead was explanted and replaced. After the lead was replaced, the same issues occurred. The issue was then believed to be due to a pacemaker header anomaly and set screw issue. The pacemaker was also explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low impedance measurements. No intervention or patient condition was reported.